Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage was noticed. The lesion was located in the mid right coronary artery (rca). The proximal portion of the vessel was severely tortuous and the baseline angiography revealed a diffuse lesion. The lesion was pre-dilated with a medtronic sprinter 2.5x20.0mm balloon at 12 atms. The physician was unable to advance a taxus express2 4.00x32.0mm drug eluting stent past the lesion site. The physician withdrew the stent delivery system (sds) and noticed the stent was damaged. The physician then successfully imp another of the same device. There were no pt complications.

Manufacturer narrative:
The device has been received for analysis, but the add'l testing is not complete at this time.